Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen that prevented the user from unlocking the device and making meal announcements, while blood glucose readings were reported to be in a normal range. Symptoms included no adverse clinical effects. Outcomes included no change in clinical status and no medical intervention. Investigation included review of device function with user guidance on shutdown procedures, data syncing to the mobile app, and education that device data would not transfer to a replacement and that cgm use could continue separately. Investigation of this case revealed a damaged display component consistent with physical damage leading to loss of user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.